Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2014 with a bifurcated stent and suprarenal aortic extension. On (B)(6) 2016, patient had a type 3a endoleak and an infrarenal aortic extension was implanted to seal the endoleak. The patient came in for an unknown issue and the physician implanted an additional suprarenal aortic extension to resolve the issue on (B)(6) 2016. Since the completion of the repair there have been no further adverse events reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation confirmed an unknown endoleak which was repaired with an additional proximal aortic extension. Additionally there was enough evidence to reasonably support the following observation; aneurysm sac growth at 28 months post implant. The clinical evaluation additionally found the following potential contributing factors to the reported event; unresolved type 3a endoleak previously repaired, anticoagulation therapy and the patients' inability to tolerate contrast media. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.